Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e216 (communication) error was stress of repeated use, external factors, or handling of the device may have caused the image sensor unit to be broken. The event can be detected/prevented by following the instructions for use which state: ¿instructions, opeation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus for evaluation. The customer's allegation could not be confirmed. The device evaluation found the bending section cover or distal sheath (black covering of the bending section) had a scratch, the adhesive on the bending section cover or distal sheath (black covering of the bending section) had a chip. Due to damage on the forceps elevator, lock engagement lever, the bending section could not be fixed firmly. The switch (1,2, and 3) had discoloration due to chemical stress during cleaning, disinfecting, and sterilization, and due to damage on the control section, the angulation lever did not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye deflectable videoscope received a e216 communication error. The issue was found during inspection of the device after connecting the scope and powering on for an unspecified therapeutic procedure. Wiping the connector contacts with alkaline cotton did not improve the problem. The procedure was completed by swapping the device and there were no reports of patient harm.